Event description:
It was reported the patient called with high pressure alarm. Had patient take the device out of the case and lay out the line. Now device says stopped. I instructed the patient to restart the device and it went back to high pressure alarm. The first two clamps are taped. Had patient try and screw in the connectors. Still has high pressure alarm. Had patient follow the tubing up to check the clamp and connector. Patients' friend is helping. They are having a really hard time with due to anxiety with having to trouble shoot this alarm. Restarted the pump. Went back to high pressure alarm. Had patient lightly touch the needle. Still has high pressure alarm. Had them remove the batteries and call the doctor and let them know they could not get the device to run. Rate 2.5 rv 79.7 med: fluorouracil. Patient not affected. No patient injury. No additional information available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a high pressure alarm is the dso sensor or there maybe be kinks in tubing that could also cause this alarm; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.